Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of the implantable pulse generator (ipg), the device did not stimulate a monitor length. Troubleshooting was performed, no dysfunction could be detected and all readings were good. The ipg remained in use. Subsequently, the ipg was explanted and replaced. The rv lead was explanted and replaced due to healthcare professional uncertainty as to reason for the pacing problem. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: full lead was returned. Analysis was performed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.